Event description:
It was reported that during a bariatric procedure the device partially fired and then would not open. The surgeon had to staple around the tissue to remove the device. They then continued with the second device. There was no patient consequence. There is no additional information available due to the device was left in a bag with no or surgeon information.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no partial fire was noted during functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).